Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an insulin syringe. The customer reports that the needle broke off from the body within the sealed container.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded. (B)(4). Covidien was notified of the event through the FDA medwatch program. The original reporter's info was redacted on the report and was unable to be provided to covidien by FDA. The incident, as reported to FDA by the original reporter, described needles had broken off from the body. Additional info regarding the incident description, the quantity reported, and sample availability cannot be obtained at this time.